Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged battery unresponsive issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the battery was unresponsive, as the pump would not turn on when plugged into a power source. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.